Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a microscopic hole was found in the cuff and the saline solution was leaking,. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter replaced due to a microscopic hole was found in the cuff and the saline solution was leaking,. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, pump and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. During the leak test the balloon was observed to be non-spherical in shape. The balloon was not functionally tested because a malfunction was identified in the cuff component. Product analysis did not identify a malfunction in the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump and balloon were not functionally tested because a malfunction was identified in the cuff component. Product analysis did not identify a malfunction with the balloon and pump components. The cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff shell with avulsion present. It is most probable this occurred during the implant procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported hole/perforation which caused fluid loss from the cuff component.